Manufacturer narrative:
The quality investigation is complete. Device was discarded.

Event description:
It was reported that during a total knee arthroplasty procedure, the blade broke. No further information was available.